Manufacturer narrative:
Isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps instrument (part number 471205-17/ lot number k122204040476) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 9 uses remaining after the last procedural use. This complaint is reportable malfunction and adverse event due to following: it was alleged that the fenestrated bipolar forceps instrument jaw broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted colectomy- pediatric surgical procedure, the jaws of the fenestrated bipolar forceps instrument were not holding the tissue properly during the tissue dissections and one of the instrument jaws was broken, it was immediately removed by the patient side assistant. The procedure was successfully completed with the backup instrument of the same kind. There was no reports of patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02-august-2022: the issue occurred during the tissue dissection. Fragments were retrieved immediately. It was confirmed under vision that all fragments were retrieved and no additional surgical procedure required to remove the fragments. No post operative tests were performed to check for remaining fragments as all fragments were retrieved. The fenestrated bipolar forceps instrument was in use for about 2 hours prior to the issue. The instrument was inspected prior to use and had no issues found. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragments did not fall inside the patient during an instrument tip / accessory collision. The fenestrated bipolar forceps instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10 . Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken grip to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip at the grip base and a piece approximately 0.557" x 0.045" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.